Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii , rupture,¿could not talk or swallow food for a long time¿.

Event description:
Patient's representative reported that a patient experienced "rupture and capsular contracture¿, baker grade iii. Explant surgery occurred. It was reported that the patient ¿could not talk or swallow food for a long time¿. This relates to the right side.

Event description:
Patient representative additionally reported ¿right upper outer quadrant (qse)¿effusion¿, ¿sclerolipomatous lymph nodes are documented in both axillary cavities of 1.3 cm on the right and 2 cm on the left¿, MRI showed: ¿right implanted device shows evident irregular lower inner profiles, suspected to be due to intracapsular rupture¿, ¿at clinical follow-up we observed asymmetrical breasts both in shape and volume, asymmetrical inframammary furrows¿, ¿right breast shows outcome of augmentation mammoplasty for symmetrization, ptotic (grade I)¿, ¿[at explant surgery] suffered significant damage to her mouth, tongue and pharynx due to the laryngoscopy that she underwent and which caused her poor lingual motility and dysphagia for a long time¿, ¿serious and irreparable damage to her health due to the implant rupture¿, and ¿not being able to speak and swallow solid food for weeks has also caused serious damage to the patient's social and relationship life, not to mention the moral damage and suffering resulting from the need to undergo up to 3 interventions¿

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.1; d.2; d.4; g.4; h.6.